Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 05/26/2025. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular. Imdrf patient code e1309 captures the reportable event of urinary retention.

Event description:
It was reported that a patient who underwent spaceoar vue hydrogel placement procedure, with lower urinary symptoms prior to radiation, experienced urinary retention after the procedure, he was admitted to emergency room where received a catheter. The computed tomography (CT) showed that the hydrogel was in the anterior to denonvillier's fascia, it was also noted that surrounds the prostate and gathers at the apex due to gravity. The patient is expected to fully recover.

Event description:
It was reported that a patient who underwent spaceoar vue hydrogel placement procedure, with lower urinary symptoms prior to radiation, experienced urinary retention after the procedure, he was admitted to emergency room where received a catheter. The computed tomography (CT) showed that the hydrogel was in the anterior to denonvillier's fascia, it was also noted that surrounds the prostate and gathers at the apex due to gravity. The patient is expected to fully recover.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Additional information: block h6 has been updated with device code a1502 captures the reportable event of gel misplacement vascular block b3: the exact date of the event is unknown. The provided event date, 05/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 05/26/2025. Block d4: h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular. Imdrf patient code e1309 captures the reportable event of urinary retention.